Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown). The clinicians charged the device, but the device would not discharge. The pt subsequently expired. The complainant reported that the facility's biomedical engineering department was unable to duplicate the reported malfunction.